Event description:
Boston scientific received information that the lv lead had no sensing available. The lead was implanted on (B)(6) 2001. The procedure took place at (B)(6) hospital goettingen. Unknown physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).